Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. It was reported that there was difficulty flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material no: 2000e, batch no: unknown. The tech that brought me the flush today with the buff cap on it saved another for me. When she went to show me how it wouldn¿t move, it moved and sprayed flush. I tested the one on my desk, that she brought in earlier and showed me how she couldn¿t push the plunger, and it too sprayed flush. The good news is that we may have figured out our issue, it either needs to be pre wet, screwed on tighter or re-screwed on if it doesn¿t flush on first try. No idea what may be causing this but our practice is to screw on the buff cap, flush a little etc. And if it doesn¿t flush they take it off and throw it away. Maybe it needs to be re-seated rather than thrown away. I received a letter last month. It appears they found nothing wrong with all of the lot numbers we¿ve been having issues with? I have a pre-filled flush with a clean new buff cap (2000e smartsite connector) on it here at my desk that won¿t flush.